Event description:
The account stated that the architect i2000 analyzer has generated discrepant results. The initial result was 19 u/ml and the retest result was 100 u/ml. The qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: erratic ca19-9 results. A review of the complaint text indicates the customer observed a discrepant ca 19-9 result of 19 u/ml. When the sample was retested, the result was 100 u/ml. Customer support recommended the customer replace the probe and perform a control test. The issue was not observed again after the replacement of the probe. The control values were within acceptable ranges. The architect system operations manual ((pn 201837-104) (B)(6), 2007): section 7, operational precautions and limitations of result interpretation assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customers issue. In the architect ca 19-9 reagent package insert ((B)(4)), literature is provided in describing suitable specimens, results, and limitations of the procedure. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.